Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The service technician confirmed that the touched position reacted in the different position on the touch screen. The customer reported that the unit was not in use on patient. The service technician was able to verify the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service technician reported that it was confirmed that there was misalignment in reaction of touchscreen even after calibration was performed. The service technician replaced the touchscreen, and the issue was resolved. No other abnormality was confirmed.